Manufacturer narrative:
The reported failure is known to mcp and was investigated within a similar complaint ((B)(4)) with results as follows: the returned product was investigated in the laboratory of the manufacturer. The product was not returned in its original carton outer box. By visual inspection it could be confirmed that the tyvek peel cover was opened at one edge of the unitary. No abnormalities were detected regarding the content of the unitary. Based on this information and received pictures the reported failure could be confirmed. The most probable cause of the failure is unknown. Device history record of the complained lot 70112270 has been investigated by qa maquet hechingen and no abnormality was found. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The event has been reported with a delay due to our retrospective examination of the record. At the time ((B)(6) 2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
The customer reported that the paper seal of the intellipack was not seal well once they opened the set, they have opened another new set for the case. Complaint: #(B)(4).